Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that it was functional. The device passed all operational specifications. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 of the same event. It was reported that prior to a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device, universal battery charger device and two battery devices were not working while in use together. According to the report, the patient was in the operating room under anesthesia. It was reported that the heat in the operating room was broken and the temperature was below fifty degrees. It was further reported that the batteries were fully charged and all pieces were moved to a warm office overnight and they still did not work. There was a fifteen minute delay to the surgical procedure. A spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.